Event description:
The subject device was used during an uncertain procedure. Unk error message was displayed. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). Omsc received only photos of the device and omsc confirmed that the ptfe pad was separated from the jaw. The mfg record was reviewed with no irregularities. Considering the eval result of the photos of the device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already states. Warnings: do no activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.